Manufacturer narrative:
The date of initial implantation was not reported. This report is filed february 16, 2016. Device discarded by clinic.

Event description:
Per the clinic, the patient experienced pain at the implant site; however, the issue could not be resolved. Subsequently, surgery was performed on (B)(6) 2015, to remove the internal magnet. There are no plans to reimplant the patient as of the date of this report, february 16, 2016.